Event description:
A malfunction was reported on the pump by the caller, with no notable events preceding it. There was no confirmation regarding the customer's blood glucose level exceeding 500 mg/dl, as the caller declined to answer. When the malfunction code was reset with assistance from customer support, the issue did not recur, allowing the customer to continue using the pump. The customer was advised to reach out again if the problem returned.